Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the wire of the tip-up fenestrated grasper instrument was starting to stick out. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.